Manufacturer narrative:
The supply bag became disconnected from the line of the cassette because it was not tightly connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag became disconnected because it was not connected tightly to the supply line of the homechoice cassette. The technical service representative reviewed proper procedure with the patient and advised to start over with new supplies. The patient cycled the power on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.